Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: nov 12, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue. The lens was cleaned and further inspected, and no issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zkb00 model lens. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision inc. Has been submitted

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded, multifocal intraocular lens was implanted in a patient who later experienced hazy, foggy, and cloudy vision in her right eye. The issue was identified during a post-operative examination. The lens was explanted and replaced with a non-johnson & johnson lens of 21.5 diopter. The patient's pre-operative best corrected visual acuity (bscva) was 20/30+2 and bscva post-operative was 20/20+1. No unplanned complications, such as incision enlargement, sutures, or vitrectomy, occurred during the secondary surgery. There were no delays in the procedure, and no medical attention or prescribed medications outside of standard care were reported. The patient has fully recovered. The direction for use of the device was followed. No further information provided.